Event description:
On (B)(4) 2012, while conducting follow-up with a peritoneal dialysis registered nurse (pdrn) regarding a different patient, the following information was reported: in (B)(6) 2011, the patient began continuous ambulatory peritoneal dialysis (capd). In (B)(6) 2011, the patient had a new baxter transfer set and titanium adapter placed. The patient kept his catheter and transfer set stored in his pant leg. Between (B)(6) 2011, the adapter separated from the transfer set and fell down the patient's pant leg while he was walking. The patient immediately reattached the adapter to the transfer set. The patient did not experience an infection or any injury as a result of this separation. The patient waited a couple of weeks before he notified his nurse of the incident. There was no damage noted to the adapter and it was determined that the transfer set and adapter did not need to be replaced at that time. Samples were not available and associated lot numbers were unknown.

Manufacturer narrative:
(B)(4). The problem was not confirmed. The root was undetermined. A 510k number will not be provided in the emdr because the product code and lot number are unknown. A follow-up MDR will be submitted if additional information is obtained.